Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test in that the vibrator did not vibrate when it was supposed to. No unexpected critical pump errors (open book image) were noted during testing. Upon further review, the battery sleeve within the battery compartment as well as the battery board and its associated wiring underneath the battery compartment are corroded. Did not note any cracks in the battery compartment, in the battery threads, around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image on the screen. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer saw red x on the screen. No other insulin pump error was displayed before the open book image was displayed on the screen. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.